Manufacturer narrative:
The device has been returned for evaluation:however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted. Manufacturer reference #: comp-(B)(4).

Event description:
Dr. (B)(6) reported that a patient had a material reaction to a comfort 3d upper arch. Reportedly the patient got very itchy after using the device. No permanent injury was reported.